Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a whipple procedure, at the start of the surgery, the obturator/trocar broke. One of the devices obturator did not separate after the trocar insertion. The obturator of the other device crumpled. A new trocar was used to complete the case. There was no patient harm.